Event description:
In 2006 a pt underwent revison surgery due to broken hardware of the cervical contruct and pseudoarthrosis. The two screws that were broken were the cephaled screws. It was reported that the screws broke due to pseudoarthrosis. The hardware was removed and no further instrumentation was added to that level due to the pt's history of smoking. There was no reported injury to the pt. The initial surgery date was in 2003.